Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a ripping/burning pain at her ipg site while stimulation was turned on. The sjm representative met with the patient and determined the ipg is tilted in the pocket. The patient is receiving effective stimulation. The patient reported a few days later that she is no longer receiving stimulation and the scs system is causing her to be nauseated. The patient was advised to turn the scs system off. Surgical intervention may be pending to address this issue.